Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, iol appears bluish depending on the angle of view after surgery. Especially when viewed from the front, it was light, but when illuminated from an angle, it appears darker and bluer. He asked me to let him know if he needs to have it removed urgently. The patient vision was fine and visual acuity was 1.2. During the surgery, the patient blood pressure temporarily reached 230. The surgery took 10 minutes. The lens still remains in the patient eye. It was confirmed that the patient blood pressure 230 was not related to the iol, the surgeon provided the information as just intraoperative condition. There was no patient harm.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, the finding of intraocular lens (iol) was bluish became disappeared considerably on 01 month after the surgery. Only a upper left part of iol remains as bluish. Postoperative visual acuity has been good and there has been no problem.

Manufacturer narrative:
Additional information provided in a.1., b.5., h.3., h.6. And h.11. The product was not returned for analysis. Only photos were returned. Provided 4 photos show an implanted intraocular lens (iol). The optic of the lens appears to be blue/bluish. Lines can also be seen against the cloudy blue background. Two additional photos returned, dated 29th nov 2024 and 08th jan 2025. Both photos appear to have a blue/bluish cloudiness, lines can also be seen against the cloudy blue background. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of polychromatic sheen. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).